Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had two issues with the foley catheter. The first issue stated that the indwelling catheter was found out of the patient lying in bed with balloon completely deflated. It was noted that when re-instilled sterile water into the balloon, they witnessed one pin sized hole in the balloon that resulted in water leakage. The second issue reported that the indwelling catheter began to slip out of the patient and when attempted to withdraw sterile water in the balloon, no fluid aspirated. It was also stated that when the catheter was removed, the balloon was completely deflated upon inspection. It was noted that when they re-instilled sterile water into the balloon, they witnessed two pin-sized holes in the balloon that resulted in water leakage.

Event description:
It was reported that the customer had two issues with the foley catheter. The first issue stated that the indwelling catheter was found out of the patient lying in bed with balloon completely deflated. It was noted that when re-instilled sterile water into the balloon, they witnessed one pin sized hole in the balloon that resulted in water leakage. The second issue reported that the indwelling catheter began to slip out of the patient and when attempted to withdraw sterile water in the balloon, no fluid aspirated. It was also stated that when the catheter was removed, the balloon was completely deflated upon inspection. It was noted that when they re-instilled sterile water into the balloon, they witnessed two pin-sized holes in the balloon that resulted in water leakage.

Manufacturer narrative:
The reported event was confirmed by CAPA association. It was unknown whether the device had met specifications. The product was used for treatment purposes. It appears that there may be a relationship between the product and the reported event. As no sample was returned, based on the reported event, it is unknown which CAPA cause is most applicable to this event. This investigation does not require a DHR review due to closure letter not required for this complaint. A labeling review are not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.